Event description:
It was reported the patient had a fever, high temperature, and nausea. She was treated with 500 mg of zinnat on (B)(6) 2015. Laboratory test results on (B)(6) 2015, revealed the patient had an infection. Etiology was unlikely related to the patient¿s device, therapy, or procedure, and was a new illness or condition. The patient resolved without sequelae on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received updated laboratory results date to (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of a foreign clinical study reported the infection was a bacterial infection.

Manufacturer narrative:
Concomitant: product ID 39565, product type lead. (B)(4).